Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, when retracting the clip into the guide, tip of the clip was broken off and pulled out with snare. The final mr was grade 4+. There were no adverse patient effects or clinically significant delays reported.